Manufacturer narrative:
A field service engineer (fse) was dispatched: the fse checked pierce station and the probe assembly. No issue was found. The fse informed customer to stop using the current control vials and opened a new set of control vials to use. The fse verified start-up and qc; all passed. Replacement controls were provided. Root cause is unknown for this event.

Event description:
A customer contacted beckman coulter and reported that they ran the low control on the coulter act diff 2 analyzer, and material was leaking from the rubber stopper of the cap where it had been pierced previously and spilled onto the operator's lab coat. Ppe was in use, including gloves, lab coat, and glasses. There was no exposure to mucous membranes or open wounds. There was no death or injury and the operator did not seek medical attention for this event.